Event description:
The customer reported that 2 mls of diluted blood leaked from the coulter lh 750 hematology analyzer under the flow cell and onto the counter; leak is not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) spoke to customer via telephone and customer stated that he reattached tubing going from diff mix chamber (vc25) to flow cell (vc18) that had popped off (detached) fitting to resolve the issue. Bec internal reference to this event is (B)(4). Cusotmer told fse on phone, he fixed it.